Event description:
Manufacturer ref: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia machine generates airway pressure: high, high continuous pressure, expiratory minute volume: low, respiratory rate: low, apnea > 120s and technical errors apl pressure exceeded, 8: ventilation control error and safety valve open. The anesthesia machine was investigated on site by our field service engineer (fse). The expiratory channel and monitoring printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing them. The expiratory channel pcb is part of the pressure measuring in the system. A faulty expiratory pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The reported issue could be confirmed in the received device logs. The replaced pcb's was returned for further investigation. It was investigated, tested and passed all functional and safety tests and has been long term tested in a reference device without any issues. The reported issue could not be reproduced. We have not been able to determine the true cause of the issue.

Event description:
It was reported that the anesthesia workstation generated three technical error codes indicating safety valve open, ventilation control error and apl (adjustable pressure limit) pressure exceeded. There was no patient harm reported. Manufacturer's reference #: (B)(4).